Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the insulin cartridges are leaking and she has experienced blood glucose levels of 60-400 mg/dl since (B)(6) 2012. She detected moisture in the cartridge compartment on (B)(6) 2012, and she dried the infusion device with a cloth. Her blood glucose was 109 mg/dl at 8:30 p.m. On (B)(6) 2012, and she changed the cartridge, adapter, and infusion set. She ate 4.5 be and delivered 6.8 l. U. Of insulin via the infusion device. Her blood glucose was 279 mg/dl at 11:55 p.m., and she delivered 2.4 l.u. Via the infusion device. Her blood glucose was 427 mg/dl at 3:00 a.m. On (B)(6) 2012, and she again detected moisture in the cartridge compartment. She delivered 7 l.u. Of insulin via pen, and then she changed the cartridge and infusion set and delivered 5 l.u. Via the infusion device. Her blood glucose was 411 mg/dl at 4:11 am., 302 mg/dl at 4:57 am., and 63 mg/dl at 8:26 am. She did not have an infection or start new medication, and she did not require treatment from a health care professional or second party to address the issue. The cartridge was requested for evaluation.